Event description:
It was reported that the health care professional (hcp) wanted the ventricular tachycardia (vt) events reviewed to understand if the events were true vt that were recorded by the cardiac resynchronization therapy pacemaker (crt-p) on the right ventricular (rv) lead channel. Technical services (ts) reviewed and determined they may be real, but there was some noise noted. Ts recommended further evaluation with pocket manipulation and isometrics to test the rv lead. The crt-p and leads remain in service. No adverse patient effects were reported.